Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the fan motor and cp board accidentally malfunctioned.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The evaluation confirmed the initial report. The fan motor was broken due to the fan turning at the wrong speed. The fan was turning at the wrong speed due to a faulty circuit board. This event is under investigation. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported the fan of the visera elite ii video system center was excessively loud upon installation. There was no patient involvement or impact to patient care reported for this event.